Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was broken due to an unspecified reason. The lead was surgically abandoned. At a later date, the patient exhibited an infection and this lv lead was explanted. The lead is no longer in service. No additional adverse patient effects were reported.